Event description:
Subject: (B)(6). Incompass total ankle study. Patient 6 weeks status post right total ankle arthroplasty. He was doing exceptionally well until this past friday when his wife noticed he was limping. He began to have erythema as well as the onset of drainage from the right ankle. I instructed patient to present to emergency department. Clinical examination is consistent with deep infection. Urgent surgical treatment is indicated to minimize the risk of involvement of the prosthesis or further contamination of the prosthesis. The goal is to debride the ankle appropriately and maintain the current prosthesis. The surgical intervention was performed on (B)(6) 2026. Type of surgery to be confirmed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.